Manufacturer narrative:
(B)(4). As the homechoice (hc) was not returned a complete device analysis could not be performed. The service history logs showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Upon completion of the investigation or if additional relevant information becomes available, a supplemental report will be submitted. A device history record review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. A device history record review identified a failure of a leak test due to which the device was reworked and passed all subsequent testing. The reported event could not be confirmed and the cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a home patient (hp) experienced a high drain 105 alarm on a homechoice (hc) device after tidal therapy. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. Troubleshooting revealed that the hp used a higher concentration of dianeal then normal to perform therapy. The technical service representative (tsr) instructed the hp to contact their peritoneal dialysis registered nurse (pdrn) to inform him/her of the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.